Manufacturer narrative:
The field service engineer found a vacuum tube on the rinse mechanism was worn and had a hole and the electrodes needed to be replaced. He replaced the vacuum tube and replaced the electrodes. The customer completed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium result from the cobas 6000 c501 analyzer. Sample 1 initial result was 196 mmol/l and the repeat result was 139 mmol/l. The sample was repeated on another cobas 6000 c501 analyzer and the result was 140 mmol/l. On (B)(6) 2022, sample 2 initial result was 346 mmol/l and the repeat result was 137 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.